Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 202) has been confirmed. Upon evaluation it was found that the flash memory chips (B)(4) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A patient service representative (psr) called zoll customer support to report a service code 202 when the monitor was powered on. The patient service representative was issued a replacement monitor.